Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Anatomical factors may also contribute to pvl. A diseased or rigid annulus can potentially increase the mechanical stress of the prosthetic valve, leading to pvl. In this case, there is insufficient information available to determine the root cause of this event. It is unknown whether patient and/or procedural related factors may have caused or contributed to the pvl. However, there is no allegation or evidence of a device malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that bioprosthetic aortic valve, implanted two (2) years and nine (9) months, was explanted due to perivalvular leak (pvl). Six months after the initial procedure, the patient was noted to have pvl. Over the next two (2) years, the patient has developed increasing shortness of breath. Echo revealed severe pvl. During the explant procedure, the aortic valve did not appear to be infected. There was a pvl along the non-coronary cusp of the valve. The explanted device was replaced with another edwards bioprosthetic valve. Tee revealed excellent heart function. There were no signs of a pvl. The patient was taken to the recovery room in stable condition. The patient was discharged in stable condition on pod #20.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.